Event description:
String is cut off or falling apart from the tampon itself [device breakage]. Case narrative: consumer reported via email that the tampon string is cut off or falling apart. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
String is cut off or falling apart from the tampon itself [device breakage]. Cause was traced to manufacturing [manufacturing issue]. Case narrative: consumer reported via email that the tampon string is cut off or falling apart. No injury was reported.

Manufacturer narrative:
The cause was traced to manufacturing. Action plan is in place.